Event description:
It was reported that paramedics were dispatched to customers home to treat low blood glucose levels without going to the hosp. Customer had received 2 a-33 alarms while priming her pump, but was able to get pump to prime. Customer then connected to the pump and experienced low blood glucose levels.